Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately eight years later, patient presented with abdominal pain and CT revealed several struts penetrating the left ivc wall extending to the margin of the aorta. Therefore, the investigation is confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter struts perforated through left ivc wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced stomach pain, leg swelling, chest discomfort and shortness of breath; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately seven years seven months of post deployment, computed tomography of the abdomen and pelvis was revealed several struts penetrated the left inferior vena cava wall extended to the margin of the aorta. An interval penetration filter struts through the left cava into the retroperitoneum adjacent to the aorta. The patient experienced diffuse abdominal pain. Around, one year eleven months later, computed tomography of the abdomen and pelvis was revealed that the filter struts extended beyond the wall of the inferior vena cava. One strut extended into the retroperitoneal fat adjacent to the right psoas muscle. One strut extends into the l4 vertebral body anteriorly. One strut extends posterior to the abdominal aorta. One strut extends into the anterior wall of the abdominal aorta. Two struts extended into the small bowel mesentery. Penetration the wall of the anterior abdominal aorta did not clearly penetrated into the lumen, but cannot be excluded. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc), however, the investigation is inconclusive for filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, d4 (expiry date: 06/2011), g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter struts perforated through left inferior vena cava wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced stomach pain, leg swelling, chest discomfort and shortness of breath; however, the current status of the patient is unknown.